Event description:
Procedure: unk a "burn" was noted under the arm in the anxillary area. The injury was described as "red, white, and some blistering". An IV bag had been used to position an anxillary roll.